Manufacturer narrative:
Correction information: b4: date of this report. G6: follow up #1. H2: if follow-up, what type? H3: device evaluated by manufacture. H6: coding changed based on the investigation result. Additional information: d4: primary unique device identifier (UDI) #. H4: device manufacture date. The 510(k) number is not applicable. Based on the investigation data that the potential cause/root cause of the failure was lateral compression. The DHR review confirmed the endoscope was manufactured on 09-feb-2024 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment on 09-feb-2024 and actual date shipped were confirmed on 13-feb-2024. Pentax medical has not received any further information for this event and therefore, considers this medwatch report closed.

Manufacturer narrative:
G4: this device is not distributed in the USA; therefore, the PMA/510(k) number is not applicable. The pentax medical manufacturing department responded to a good faith effort request via email on 06-sep-2024 as follows information. For cleaning brushes, inspection in the manufacturing department involves measuring the outside dimensions at several points. Any part of the brush that is thin is likely to be rejected based on the outer diameter. The cleaning brushes in this case are likely to be judged as abnormal products in the inspection process of manufacturing. Investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Brush oval cut at the front instead of round as before. This event occurred at the time of before use. There was no report of patient harm. This event meets the requirements for FDA reportability; however, submission of this report does not constitute an admission that medical personnel, user facility, importer, manufacturer or product caused or contributed to the event.